Event description:
It was reported to philips that the heartstart mrx defibrillator failed to deliver a shock. Additional information received from gfe (good faith effort) clarified the device was in use for cardiac arrest resuscitation on a patient in cardio-pulmonary arrest at the time the issue occurred. The impact to the patient is reported as a delay in life-saving therapy (approximately 4 minutes). The device was being used in manual mode. Another AED was used to manage the reported problem. The patient outcome was a successful resuscitation. This complaint has been updated from product problem to serious injury. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment was reported to have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed to deliver a shock. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by the hospital employee and philips senior medical solutions specialist and has been investigated by the philips complaint handling team. The hospital employee was reported to have evaluated the reported device and was unable to replicate the reported issue. The hospital employee performed shock tests and the operational check. The device passed these tests and was confirmed to be fully functional. Philips senior medical solutions specialist reviewed received files on this event. However, the information provided contained a non-clinical use event on a different day than what was reported. No information was received from a patient use event. The received files indicate the device was powered on in manual mode at an energy setting of 150 joules. The ECG rhythm was a non-physiological asystole (simulated) and a shock was delivered prior to the device being powered off. Since no clinical information was available regarding the reported event, no conclusions can be made regarding the device performance during the patient use event in question. Based on the information available there is insufficient information to confirm the reported problem or determine the cause. The hospital employee performed shock tests and the operational check and confirmed the device was fully functional. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed to deliver a shock while in use on a patient experiencing cardio-pulmonary arrest, during a cardiac arrest resuscitation. There was a 4 min delay in therapy and another defibrillator was used. The device was in manual mode and a successful resuscitation completed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment was reported to have been interrupted/delayed.